Event description:
It was reported that the transilluminator on the subject device was being used in conjunction with artery line placement on a patient. After 0.5 to 1 minute, a first degree burn was discovered at the site where the transilluminator had touched the skin. The injury was treated with "standard local treatment of burn injury" and the patient left the hospital in 2002 in good condition. The pt has scars of the injury on the patient's right forearm and ankle. The equipment was checked by a hospital biomedical engineer who found no problem with the unit.